Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump that was infusing total parenteral nutrition under-infused. It was reported that most of the total parenteral nutrition infused, but that the bags had remaining volume left in them. No adverse patient effects were reported.